Event description:
It was reported that, in 2009 pt broke her leg. She had a compound fracture. Her surgery took place on (B)(6) 2011. Initially her knee was good and she was able to walk a for about 4 months. Now she feels disjointed from leg and reports that her knee pops and can see knots in her knee cap when she moves. She is currently experiencing pain and instability. Her current range of motion is 0-30 degrees. Her last visit to her doctor was at the end of last year due to her lack of insurance. She has a follow up scheduled at the (B)(6).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.